Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received info stating that the customer's fill estimate was inaccurate. The customer was using u-500 humalin. The issue impacted the customer's blood glucose level. In addition, the customer claims the pneumatic tap is bent on his pump, preventing him from inserting a cartridge.